Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. Moreover, the programmer did not pass the baseline evaluation, due to the touch response stopped working after one minute of the evaluation. The touchscreen defect was validated in mti, where the touchscreen failure was confirmed. Subsequently the programmer was disassembled to isolate the defective components in the touchscreen assembly. When the touch controller was swapped out with a known good unit, the product defect disappeared. This confirms a defective touch controller caused the observed touchscreen failure. Hence, this was deemed a cause traced design event. This supplemental correction report was created to capture update on h6: component codes.

Event description:
It was reported that integrated programmer displays an error code message. The programmer was returned. There was no patient involvement reported.

Event description:
It was reported that integrated programmer displays an error code message. The programmer was returned. There was no patient involvement reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. Moreover, the programmer did not pass the baseline evaluation, due to the touch response stopped working after one minute of the evaluation. The touchscreen defect was validated in mti, where the touchscreen failure was confirmed. Subsequently the programmer was disassembled to isolate the defective components in the touchscreen assembly. When the touch controller was swapped out with a known good unit, the product defect disappeared. This confirms a defective touch controller caused the observed touchscreen failure. Hence, this was deemed a cause traced design event.